Event description:
Customer's spouse reported patient received readings of 163 mg/dl at 12:55am and a second reading of 245 mg/dl at 1:05 am. Spouse took patient to the hospital and patient received IV fluids and an unspecified medication from the hospital to raise patient's blood glucose levels. Customer's spouse did not describe symptoms leading up to hospital visit. Comparison of the freestyle readings indicates the results had a more than 20% variance in 10 minutes. Testing was conducted on the finger.